Event description:
Related manufacturer reference number: 2017865-2021-40235. It was reported the asymptomatic patient presented in clinic for follow up. Upon interrogation, it was observed the left ventricular (lv) lead exhibited elevated capture threshold and eventual loss of capture. The patient was scheduled for lead revision, where fluoroscopy revealed that the both the lv and right ventricular leads were dislodged due twiddler¿s syndrome. Both leads were explanted and replaced. The patient was stable.